Event description:
A tip broke off two separate cartridge's during use. One was located and easily removed. An x-ray was taken to locate the other, but was unsuccessful. The surgery was extended approximately 15-20 minutes.

Manufacturer narrative:
Evaluation summary; visual inspection of the returned cartridge revealed the flex shaft had broken just below the fluted cutter tip attachment.